Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated the device has not helped them and they still feel terrible while trying to run. It was also reported that the rv lead exhibited intermittent oversensing most likely due to myopotentials and high v-v interval sensing integrity counter (sic) count. The rv lead remains in use. The implantable pulse generator (ipg) optimization and further diagnosis is planned . No patient complications have been reported as a result of this event.